Event description:
It was reported that the patient experienced episodes of dizziness. The right ventricular lead exhibited noise. The lead was explanted and replaced. There were no adverse consequences to the patient.